Manufacturer narrative:
The device was recertified and returned to the customer. The customer report was observed and attributed to diodes on the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 58-year-old female patient, the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.